Manufacturer narrative:
Operator of device unknown and initial reporter also sent report to FDA is unknown. No information has been provided to date. Device evaluation. The device was not returned for analysis. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a "cassette not attached correctly - reattach cassette error" occurred. No patient injury reported

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device within good condition; the tamper seal was missing. There was no evidence of the reported error in the event history log. The reported problem was duplicated during functional test. The downstream occlusion sensor was found to be faulty and the cause of the reported issue. For corrective action the downstream occlusion sensor was replaced. The root cause was unknown. The product is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: correction: d4: model number: 2120; catalog number: 21-2127-0104-01. Correction: h4: mfg. Date. 13-jul-2018.